Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. Visual inspection, power on self test, and a review of the alarm log were performed. The f-66 alarm was identified during the power on self test and review of the alarm log. The cause of the reported condition was a damaged battery. To correct the condition, the battery and power supply were replaced. The device was serviced to meet functional specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had f-66 alarm (supply voltage of cpu circuitry is too high). This issue occurred before use. There was no patient involvement. No additional information is available.